Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, 2 times the suction of 2 vapr cp90 (all: 228146; all lot: u2008009) were blocked. One device was received and evaluated in juarez laboratory; analysis documented in (B)(4). The second device belonging to complaint (B)(4) was not received at the decontamination site located at (B)(6) . Only one device was received on 03/29/2021 under the tracking number: (B)(4). Decontamination site sent the device to the juarez laboratory on (B)(6) 2021 under tracking number (B)(4). Multiple attempts were performed to localize the device on decontamination site and they indicate that complaint (B)(4) was never received in their site. Based on this information it can be determined that the complaint device was lost between the customer shipment and decontamination site. At this point it¿s not possible to perform an actual evaluation on the electrode, this complaint cannot be confirmed. If the device is located in the future, this complaint will be reopened to perform the proper investigation. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have a DHR review has been performed for lot u2008009; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the suction on the electrode device was blocked. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.